Manufacturer narrative:
Even though the microscope was initially inaccurate, after the medtronic distributor recalibrated the microscope it was working as intended. No pt was present.

Event description:
Site called to report that the accuracy of the zeiss pentero microscope was off by maximum of 1-1.5cm when the magnification was at the highest level. Event did not happen during surgery and no pt was present.